Manufacturer narrative:
Following the event, the user stated their symptoms had not yet resolved; however, the user suspected that their symptoms were not a continuation of the rapicide pa high-level disinfectant exposure. The user reported to be wearing proper ppe at the time of the event. No additional information regarding the circumstances of the reported event has been obtained. No additional issues have been reported.

Event description:
The user facility reported via chemtrec report that an employee obtained inhalation exposure resulting in a sore throat after emptying containers of rapicide pa high level disinfectant. The user facility did not disclose if medical treatment was sought or administered.